Event description:
It was reported that the patient faced an infusion set adhesive issue on (B)(6) 2026, where 3 infusion sets did not stick to the skin.

Manufacturer narrative:
MDR 3003442380-2026-50487 / initial 1of 3.e1: name: (B)(6).country: united states of america.(B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545. Manufacturing site: 3003442380.